Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Only the distal portion of the lead was returned in one piece measuring 41.5 cm. Final analysis found two internal insulation abrasions breaching the ring electrode and right ventricular cable lumens. Internal insulation abrasion breaching the re cable lumen was noted at 9.0 cm - 10.4 cm from the distal tip. The etfe cable coating was damaged consistent with procedural damage at this location. An internal insulation abrasion breaching the rv cable lumen was noted at 25.8 cm - 26.5 cm from the distal tip. The etfe cable coating was noted normal in this region.

Event description:
This report is to advise of an event observed during analysis.